Manufacturer narrative:
The stretcher was returned to the manufacturer for a functional and visual evaluation. The reported issue with the touchpads could not be duplicated and the buttons were operating as intended. Additionally, the stability of the stretcher was tested with 400lbs and the stretcher did not tip and all four wheels remained on the ground. Due to the nature of the incident and the age of the stretcher, the touchpads were replaced as a preventive measure and the stretcher was returned to the customer. It is suspected the nature of the medical activities being performed during and after the unloading of the stretcher may have unintentionally contributed to the shift in the stretcher's center of gravity resulting in the tip.

Event description:
It was reported after unloading an emergent patient from the ambulance at the hospital, the buttons did not function to lower the stretcher to a lowered transport height. At the time a medic was on the stretcher with the patient performing chest compressions. The crew began turning the stretcher, with the medic and patient, at the loading height and the weight of the stretcher began shifting to the patients right and the stretcher tipped to the ground. The medic did not report any injury as a result of the tip. The patient remained restrained to the stretcher but was observed to have sustained a laceration above the left eye. The patient was removed from the stretcher restraints and chest compressions resumed until hospital staff took over the patient care. No additional information was provided on the outcome of the patient.